Event description:
The operating room staff opened a total knee pack and found #10 blades with brown contamination. All three of the blades in the pack were contaminated. It was found subsequently that there were two more packs where to the #10 blades in the total knee packs were contaminated, and had a black material on them. All three packs have the same lot number on the #10 blade: 0003755. All #10 blades pulled, and blade rep contacted.